Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right lung procedure, the surgeon was able fully squeeze the stapler but the staple line was incomplete distally, resulting in an incomplete closure of trachea. Some staples were also not completely closed. The tissue was clamped with an instrument and another reload was used to fix the staple line. There was no patient injury.